Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump speaker was not loud enough. Reportedly, the customer had the pump volume set to "high", however the customer was unable to hear the pump. The customer's blood glucose level was 325 mg/dl. The customer had insulin, syringes, and insulin pens available as alternate insulin therapy.